Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic after receiving a high voltage shock from their implantable defibrillator. It was determined that the shock was delivered to treat atrial fibrillation with rapid ventricular rate. The device classified the superior ventricular tachycardia as a ventricular tachycardia and delivered a shock. Programming changes were discussed but no intervention was performed. No additional information was provided.